Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record (DHR) of the product code and lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved angio-seal device anchor did not deploy from the device sheath. The patient was in stable condition. The procedure outcome, manual pressure was applied. The patient was not injured during the event and medical or surgical intervention was not required. The event occurred intra-operative. Additional information was received on 30 mar 2023: the procedure performed for the patient, was prior to using closure device was a leg angio with balloon dilation and stent placement. There were no access deterrents communicated from the staff or physician. It was unknown if a pre-deployment angiogram was performed but is a normal practice at the location. The anchor would not deploy from the product sheath. The device did pull out of the patient prior to deployment as the anchor never deployed. When the device was pulled back on, the entire device including the anchor was withdrawn. Manual pressure was applied to complete artery closure. The procedure was completed successfully.